Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that post procedure patient death occurred. On (B)(6) 2018 - the patient was catheterized by another interventionalist who had decided to stop the procedure early on, before any ballooning or stenting. The following day, the patient was successfully catheterized with the use of a ventricular assist device and the implantation of synergy stent(s). However, the patient was not able to come off of the ventricular assist device and died a few days later.